Manufacturer narrative:
The date of manufacture was updated. The attendant control cable was pulled beyond the limits of the strain relief resulting in the wires being pulled out of the connector. During an overload (caused by an intermittent short circuit) the b+ and b- line heated up and the cable melted. The heating and melting of the cable travelled to the connection point in the module. (Multiplier). (B)(4) has made improvements via 8d investigation process to the adhesive strength of the strain relief via the cable manufacturer and added thermal fuse protection has been added. (B)(4) the subject device was manufactured 12/7/2011 before the improvements were made in september,2012.

Event description:
Dealer claims end user was in unit when the back of seat caught fire.

Event description:
Dealer claims end user was in unit when the back of seat caught fire.

Manufacturer narrative:
The date of incident and consumer information have not been provided. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.